Event description:
Two broken sacral screws were removed from the pt in a revision surgery 6 months after implantation with the isola/vsp construct. According to the medical records, the patient felt a popping sensation, followed by pain while moving a heavy object. The screws are not being returned for evaluation. At this time, no further information is available. No further evaluation can be performed at this time.